Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the rep that the tlv30 had no staples in the device (only information provided by contact). Another device was used to complete the case. There was no consequence to the pt.